Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a patient with a traumatic thoracic transection due to a mva. No complications were reported since the time of implant. It was reported that the patient recently returned on an unknown date complaining of claudication. A CT was done and showed organized thrombus within the stent graft and the stent graft lumen had narrowed down to 6 - 8 mm in diameter and it was 70 - 80% occluded / thrombosed stent graft and this was causing the claudication. The decision was made to explant the stent graft in order to prevent possible emboli from going to the rest of the body if the stent graft was re-aligned. The stent graft was replaced with a dacron tube graft. The procedure was successful. No clinical sequelae were reported and the patient is fine. Review of returned films post-implant show that a single stent graft was positioned from just below the lsa into the descending thoracic aorta. The stent graft is relatively straight; no stent graft kinks or compression is seen. The stent graft is partially occluded beginning near the mid-length and continuing to the distal end of the stent graft where it is >50% occluded. The thoracic aorta diameter proximal to the stent graft is approximately 21mm, the stent graft proximal od is 21mm, mid-graft od is 21x22mm, distal od is 22 x 23mm, and distal to stent graft is 22x23mm. No blood flow issues distal to the stent graft were observed. The cause of the thrombus could not be determined.

Event description:
Additional films from two days post implant were received and reviewed as follows: a single stent graft was positioned from just below the lsa into the descending thoracic aorta. The aortic arch was mildly angulated and the descending thoracic aorta was straight. No stent graft kinks or compression was observed, and no thrombus was seen within the stent graft. Images just prior to the open repair showed little change of the stent graft in-vivo configuration; however, significant thrombus was seen within the stent graft, beginning near the mid-length and continuing to the distal end of the stent graft where it was greater than 50% occluded. There was no thrombus formation seen distal to the stent graft. Analysis of the explanted stent graft was completed as follows: from the examination of the returned device and clinical information provided, the cause of the stent graft occlusion could not be determined. No stent graft integrity issues were seen that may have contributed to these events; however, numerous excision tears were seen on the returned device. The stent graft was returned in 2 sections; transected at mid-length between springs 3 ¿ 4. Several fabric excision cuts and burn holes were also observed at various locations on the device. A single distal apex of the bare spring, located along the inner curvature of the arch, was found fractured at the stent graft proximal margin. It could not be confirmed if the fracture was caused by fatigue or by overload during device removal at explant. However, it is unlikely that the fracture contributed to the stent graft occlusion. Significant amounts of organized thrombus were confirmed on the films and seen within the stent graft; primarily within the distal section where it measured approximately 5 ¿ 6mm thick. There appeared to be little change in the stent graft in-vivo configuration during the implant duration, with no obvious stent graft kinking or infolding observed. There also appeared to be good distal outflow beyond the stent graft occlusion and distally to the femorals, although angiograms showing filling times were not available. The device was confirmed to have met all talent captivia manufacturing specifications prior to shipment. The cause of the tissue formation could not be determined, but is likely due to the reaction of healthy vascular tissue to the implant.

Manufacturer narrative:
(B)(4). Evaluation method: (film). Evaluation results: inherent risk of procedure (claudication). Patient's condition affected effectiveness of device (pre-operative thoracic transection). Unapproved use of device (stent graft was implanted in a patient with a pre-operative dissection of the thoracic aorta). Evaluation conclusion: known inherent risk of procedure (claudication). Device failure/lack of effectiveness related to patient condition (pre-operative thoracic transection). Operational context contributed to event (stent graft was implanted in a patient with a pre-operative dissection of the thoracic aorta).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.